Manufacturer narrative:
Suspect device: inform meter.

Event description:
Caller stated that pin 3 appeared blackened on the inform meter. Upon evaluation by manufacturer it was found that pins 3 and 4 were melted. No adverse event reported.